Event description:
Ref MDR # 1219856-2012-00093 for the first event involving the same pt. It was reported on (B)(6) 2012, that while in the ccu (cardiac care unit) the md inserted a sheath via the pt's left femoral artery. When the md "passed the tip of the catheter; balloon starts bleeding from its proximal end." As a result, the md removed the iab back out of the sheath and inspected a datascope iab successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The iabp therapy was delayed for 20 minutes. There were no reported pt complications and the pt outcome is stable.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info become available.